Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The device was received with cracked case at display window corners, display window and battery tube threads. The device was received with broken reservoir tube lip. The device was received with minor scratched lcd window.

Event description:
Customer reported the keypad on the insulin pump were unresponsive. Customer's blood glucose was unknown. No further information reported.